Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. It was found that the battery power level was low, causing the device to power off. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio determined that use error was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off multiple times unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control further evaluated the device data and identified that the battery being utilized when the device powered off had a state of charge below 50% and was almost three years old (physio recommends that customers replace batteries every two years according to lifepak 15 operating instructions. Old, compromised batteries contribute to an increased resistance on the input power path, which can result in an excessive voltage drop when high current functions such as code summary printing are activated. The excessive voltage drop triggers the power fail detector circuit on the power board which in turn will cause the device to shut down or power cycle. Therefore, the root cause of the reported issue was an old battery.

Event description:
The customer contacted physio-control to report that their device powered off multiple times unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.